Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensor has been alarming for low, when the customer was not. The customer states the readings on their sensor have been off. The customer's blood glucose level was 104mg/dl, and their sensor reading was 50mg/dl. The difference was found to no be within the acceptable range. Troubleshoot was conducted. The customer was advised to monitor their current sensor and try and calibrate at appropriate blood glucose levels. The customer was advised if issues persist, to replace sensor. The customer is being sent replacement sensor.